Event description:
Pt is post kidney transplant and was admitted to the hosp on 6/26/98 for respiratory failure. He was also in diabetic ketoacidosis at the time. The pt also has severe gastroperisis.